Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered pump basal rate settings when setting up replacement pump. Tandem technical support assisted customer in editing settings and advised customer to abstain from using pump until initial pump training has been completed. Customer acknowledged. There was no reported impact to blood glucose.